Event description:
Per the clinic, the charging port of the home charger had melted (specific date not reported). A replacement home charger was sent to the patient. Additional information has been requested but has not been made available as of the date of this report.